Event description:
This ra lead was implanted on (B)(6) 2011. Rep states that the lead dislodged and a lead revision took place on (B)(6) 2011. All numbers within normal limits. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).